Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the balloon was tightly folded with the stent secured on the balloon between the markerbands. The shaft was kinked 1cm proximal of the exit notch. The seventh row of struts on the proximal end of the stent was flared, bent and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft kink or the shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was via the femoral artery. The 60% stenosed, 38x2.9mm de novo target lesion was located in a severely tortuous and severely calcified totally occluded right coronary artery (rca). Following pre-dilatation with a 3.0x20mm non-bsc balloon, the 4.0x32m omega¿ stent delivery system (sds) was introduced. Resistance was encountered while advancing the sds and it was observed that a stent strut was raised. The sds was removed and the procedure completed successfully with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent damage occurred. Vascular access was via the femoral artery. The 60% stenosed, 38x2.9mm de novo target lesion was located in a severely tortuous and severely calcified totally occluded right coronary artery (rca). Following pre-dilatation with a 3.0x20mm non-bsc balloon, the 4.0x32m omega¿ stent delivery system (sds) was introduced. Resistance was encountered while advancing the sds and it was observed that a stent strut was raised. The sds was removed and the procedure completed successfully with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).